Event description:
It was reported that during central processing, the force bipolar jaws did not line up. There was no report of patient involvement or reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip that was completely detached from its base and it was only being held on by the conductor wire. The broken piece was hanging from the instrument. The components adjacent to this broken grip show damage, which may indicate potential mishandling or misuse. The complaint was confirmed by failure analysis.